Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during craniotomy, the product was used for dura mater suture and it was the first packet. When the nurse opened the packet he/she found that there were only 4 in the packet. In addition, he/she pointed out that there were only 4 holes in the sponge inside the package. The event occurred during the procedure, but the product was not used for patient. The procedure was completed with another device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that a retainers with no sutures or needles was received. Since the samples were received opened, and the needles mark quantity on the foam could not be reliability identified, the condition reported could not be confirmed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.